Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.s916usqu2cxcg. Hardware: sm-s916u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 570 mg/dl while wearing the pod between 36 and 48 hours. Upon removal from the infusion site (unknown site), the pod cannula was found to be bent and had not been fully inserted into the patient¿s skin, resulting in a break in the skin; the patient also reported experiencing leaking during wear. The patient experienced symptoms including extreme nausea, dry heaving, and vomiting. As treatment, the patient was evaluated in the emergency room and was administered zofran, IV saline, and approximately 7 to 9 units of insulin. The patient was in urgent care for 5 hours and was discharged (B)(6) 2026. No further information was provided.